Manufacturer narrative:
The customer's report that the infusion took longer than expected was confirmed. The pcu event log showed that the pump module was infusing ivf + additives at 15ml/hr. At 10:28 pm on (B)(6) 2016, the user programmed a custom concentration secondary infusion of cytarabine high dose induction to infuse at 10.4ml/hr over a duration of 23 hours and 45 minutes. At 5:23 pm on (B)(6) 2016, the user changed the vtbi to 100ml, which changed the time remaining for infusion to 9 hours and 36 minutes. The user paused and then started the infusion approximately 21 seconds later. At 1:27 am on (B)(6) 2016, the device was channeled off. The secondary volume recorded as being infused during this period was 280.37ml. The log review cannot determine why the user changed the vtbi to 100ml approximately 19 hours into the infusion. By changing the vtbi, additional time was added to the 24 hour infusion. The starting volume of the fluid container cannot be determined through device logs. The root cause of the reported event was not identified. Devices not received, log review only.

Event description:
The customer reported that a patient was receiving continuous cytarabine over 24 hours for 7 days. The infusion ran over 26-28 hours rather than 24 hours as per the chemotherapy order. The customer confirmed the total volume on the chemo label with the pharmacy. The infusion was programmed using guardrails and was verified by two rns. There was no patient harm.